Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/23/2020. Device evaluation summary: during evaluation of the sample it was observed to be ruptured and received in two parts. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 7316264, and no non-conformance's related to the reported complaint condition were identified. Reason for device explant and/or reoperation: rupture. Concomitant products: 375cc mentor memorygel breast implant, catalog # 3503754bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced right sided rupture post procedure. The rupture was diagnosed through mammography and later confirmed through magnetic resonance imaging. As a result, replacement with a 450cc mentor memorygel breast implant on the left and a 425cc mentor memorygel breast implant on the right was performed. This report contains supplemental information for mentor psr reference number (B)(4).